Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering the incorrect basal insulin and that the basal profile was resetting by itself. No adverse event was reported. The infusion device was requested to be returned for product evaluation.